Event description:
Related to MFR report # 2183959-2012-01142. On or about (B)(6) 2007, the plaintiff was implanted with an ams perigee graft with the intention of treating her sui (stress urinary incontinence) and pop (pelvic organ prolapse). It was alleged that, "after, and as a result of the surgical implant," that the plaintiff, "suffered serious bodily injuries, including but not limited to extreme pain, mesh exposure, dyspareunia, bleeding, urinary issues, infection, thinning of the vaginal mucosa, and other injuries." It was also indicated that the plaintiff had to undergo corrective surgery and experience significant mental and physical pain and suffering and has sustained permanent injuries.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.